Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no batch/lot number was provided. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A sterlization record review could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome of harm described of phlebitis is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm may have led to an adverse event on (B)(6) 2025, at 19:00, the patient experienced swelling and pain in the right hand, along with throbbing pain in the vein, and perceived increased skin temperature following placement of an IV catheter. The catheter was immediately removed, and the back of the right hand was bandaged with a hydrocolloid dressing. On (B)(6) 2025, a color doppler ultrasound of the superficial mass revealed thrombophlebitis. A 50% magnesium sulfate wet compress applied to the back of the right hand alleviated the swelling and pain.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.